Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 25 and 36 hours on the back. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with bolus correction, manual injection and a new pod.

Manufacturer narrative:
The device was received fully deployed. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. During the investigation, the soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.correction to d(4): lot number changed from ¿blank¿ to pd1u09122211. Expiration date changed from ¿blank¿ to 3/12/2024. D4: unique identifier (UDI) # changed from (B)(4) to (B)(4) h4: device mfg date changed from ¿blank¿ to 9/12/2022.